Event description:
On monday, (B)(6) 2013, the patient was being mechanically ventilated post-operatively, beginning at 1731. At approx 1940, the ventilator stopped ventilating the patient abruptly with approx 5 second warning due to battery failure.